Manufacturer narrative:
The investigation determined that a lower than expected vitros dgxn result was obtained from a vitros performance verifier (pv) using vitros chemistry products dgxn slides lot 1920-0258-2407 on a vitros 5600 integrated system. The investigation could not determine a definitive assignable cause of the event. Based on historical quality control (qc) results, a vitros dgxn lot 1920-0258-2407 performance issue could not be ruled out as a contributor to the event. An issue related to either the vitros dgxn slide cartridge or the vitros pv fluid could not be confirmed nor ruled out as contributors of the event as qc results were acceptable after a fresh slide cartridge and fresh pv vials were used. An instrument related issue could not be entirely ruled out as a contributor of the event as historical qc results were imprecise and no precision testing was performed on the vitros 5600 integrated system around the time of event. However, the results of a later precision test were within acceptable guidelines indicating expected instrument performance in combination with vitros dgxn. Additionally, the customer did not indicate that any service actions had been conducted on the vitros 5600 system between the time of the event and when the acceptable precision testing was performed. An issue related to the immunowash fluid (iwf) could not be confirmed nor ruled out as a contributor of the event as the attainment of the lower than expected qc result coincided with the replacement of iwf fluid on the vitros 5600 integrated system around the time of the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros dgxn lot 1920-0258-2407. (B)(4)

Event description:
The customer reported that a lower than expected vitros dgxn result was obtained from a vitros performance verifier (pv) using vitros chemistry products dgxn slides lot 1920-0258-2407 on a vitros 5600 integrated system vitros pv ii lot t7911 vitros dgxn result of 2.34 nmol/l vs the expected result of 3.59 nmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected result was from a quality control fluid and was not reported outside of the laboratory. However, the investigation was unable to confirm that patient sample results were not or would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to (B)(4)